Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of non-physiological artifact and baseline shifting when programmed in primary sensing vector. The patient was brought in for testing and noise was unable to be reproduced in primary sensing vector. They were able to be reproduce the noise when manipulating the pocket area in alternate and secondary sensing vectors. Technical services (ts) was consulted and discussed that this may indicate a possible lead issue or noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts recommended replacing the s-ICD and electrode. Subsequently, the patient was hospitalized, and the device and electrode were explanted and successfully replaced. Additional information was received that revision procedure took place at a later date than initially communicated.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of non-physiological artifact and baseline shifting when programmed in primary sensing vector. The patient was brought in for testing and noise was unable to be reproduced in primary sensing vector. They were able to be reproduce the noise when manipulating the pocket area in alternate and secondary sensing vectors. Technical services (ts) was consulted and discussed that this may indicate a possible lead issue or noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts recommended replacing the s-ICD and electrode. Subsequently, the patient was hospitalized, and the device and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.